Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she has air bubbles in the reservoir that were larger than champagne size. Customer stated that she will start with a new reservoir because it was just about time to change. No troubleshooting was done for the air bubbles.